Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: dark image. Confirmed failure: outer tube damaged (bent, dented). Broken rod lens. Loose optical system. Probable root cause: incorrect or unclear instructions for use; incorrect optics assembly; incorrect scope adapter assembly; light cone failure; damaged light fibers; incorrectly assembled fibers; end of life wear-out; shipping damage; use error; insufficient amount of fibers; insufficient illumination uniformity. Manufacture date is not known. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was dark image during the procedure.

Event description:
It was reported that there was dark image during the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.